Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance readings were >4000 ohms on some of the bipolar pairs. While stimulation was turned on, the pt felt no stimulation sensation on the right side of the body. There was no known accident or incident related to this complaint. The pt's status was reported as "good". Additional info has been requested, a f/u report will be sent if additional info becomes available.